Manufacturer narrative:
Product ID 309328, lot# 0208822504, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was no alleged device issue. The patient experienced acute urinary retention. On 2014 (B)(6) after the implantable neurostimulator (ins) implant procedure, an acute urinary retention was again noted. Actions taken as a result of the event included catheterization and prolongation of hospitalization. The urinary retention was solved on 2014 (B)(6). The event was considered related to the implant procedure, probably linked to the anesthesia. The patient¿s status at the time of report was alive with no injury.

Manufacturer narrative:
Correction: (B)(4) no longer apply due to updated coding procedures. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event was related to the procedure.